Manufacturer narrative:
One cardiomems hospital electronics system and associated printer and serial cable were received for investigation. Visual inspection of material returned revealed functional damage to i2 external printer serial cable assembly in the form of internal wires from the flat modular cable broken off from connector d-sub housing receptacle. A test i2 external printer serial cable assembly was used for performance analysis due to functional damage to the one returned. Unit passed printer test step of diagnostic test with test i2 external printer serial cable assembly. Unit concluded to have a functionally damaged i2 external printer serial cable assembly based on the state the component was returned in.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires on the printer serial cable of the hospital electronics system.